Manufacturer narrative:
Initial.

Event description:
It was reported that two teflon infusion sets failed to adhere and became caught in the applicator, resulting in the sets pulling off during applicator removal; the user reported the infusion sets deployed incorrectly and requested replacement supplies. Symptoms included no reported clinical effects, alerts, or alarms. Outcomes included shipment of replacement infusion sets. Investigation included a review of the user¿s description and logistics for replacement. Investigation of this case revealed an infusion set application issue consistent with incorrect deployment or inadequate adhesion. It was concluded, based on previously established findings for similar reports, that user technique or adhesion failure was the most likely cause.